Event description:
It was reported that the lead was explanted and replaced because the patient received inappropriate shocks. Fracture was indicated. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. We did receive performance data collected from the device. Analysis of that data revealed noise, high ventricular pacing impedance of 6816 ohms, and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. Other: it was reported that the lead was explanted and replaced because the patient received inappropriate shocks. Fracture was indicated. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, lead(s), fracture of, shock, inappropriate.